Manufacturer narrative:
Investigation: visual inspection: no abnormalities were detected during the visual inspection, only the reservoir was filled with liquid. Permeability test: a permeability test has shown that the reservoir is permeable. Results : first, we performed a visual inspection of the sprungreservoir. No significant deformations or damage were detected during the visual inspection. The reservoir was filled with liquid. Next, we tested the permeability. The reservoir was permeable. Our investigations showed the reservoir is permeable. At the time of the investigation, it was not clear to us how the functional impairment occurred. All products pass a documented final inspection and are shipped with verified specifications within the specified tolerance range. No further regulatory actions are required from our point of view.

Event description:
It has been reported that the reservoir was tested for function several times during the surgery. Three times the ventricle was punctured at different positions and the fluid drained out of the cannula without problems. The last procedure was punctured with a ventricular catheter and the reservoir in place. The result showed a malfunction of the reservoir. Test in vitro showed correct function again. The surgeon was confused and sent the sample for examination. Patient informations: age: (B)(6), weight: (B)(6), height: 181 cm, gender: male date of surgery: (B)(6), 2021.